Event description:
Patient called in to report issue with the wcd system. The monitor is only prompting to the blue screen and will not continue to power up. Customer care attempted to troubleshoot by rebooting the wcd system but was unable to resolve the issue. The inability to boot up indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial safety and performance testing. The returned monitor was tested and passed both isl (safety) and eit (performance) testing. The returned device passed all field return tests and inspections. The reported condition was not able to be replicated. There is no indication of a product malfunction. Will continue to trend for future occurrences.